Manufacturer narrative:
The physician will continue to monitor the device and lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. All subsequent shock impedance measurements were observed to be stable and acceptable and all other lead measurements were stable. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the crt-d and right ventricular (rv) defibrillation lead exhibited an additional low out of range shock impedance measurement less than 20 ohms. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed approximately 112 millimeters (mm) from the terminal pin and was returned in two segments. A mid body portion of the lead was not returned. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil at the severed end of the tip segment that was returned. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.